Event description:
A report was received that the patient underwent a revision procedure wherein extensions were added and the ipg was relocated for comfort purposes. The patient was doing well postoperatively.